Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced under delivery of insulin and high blood glucose level of 600 mg/dl. The customer had reported the symptoms such as headaches and blurry vision. The customer states treated with manual injections. Customer's current blood glucose value was 350 mg/dl. Customer's blood glucose value was 600 mg/dl at time of incident. Customer reported that pump is not working properly. It is not recording the bolus. The last bolus he has in the pump was (B)(6) at 10 and he's been high all morning at school. Troubleshooting was performed. Customer states there was possible pump under delivery as customer mother stated that pump has not been delivering bolus to customer. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer reports damage to the drive support cap the drive support cap is sticking out. There were no leaks or air bubbles. There were no site or insulin issues. Customer high pressure test was not perform. Explained the 2 high blood glucose rule. Customer was advised to change entire set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement no loose/protruded drive support disk anomaly noted. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked lcd window, cracked battery tube threads and missing drive support sticker.